Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. The physician suspected that the dislodgement was due to the patients anatomy. The lead was explanted and replaced.